Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ('the other one protruded through my fallopian tubes'), device dislocation ('poking up against my colon'), embedded device ('one went into my uterus and fused into the wall.') And ovarian cyst ('getting cysts and had to go and have my ovaries removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), device expulsion ("both of her coils migrated. One went into her uterus and fused into the wall"), dysmenorrhoea ("having a lot of pain twice a month, during my period and ovulation"), ovulation pain ("having a lot of pain twice a month, during my period and ovulation"), abdominal pain lower ("cramping"), dental caries ("cavities"), metal poisoning ("metal poisoning") with furuncle and menopause ("full menopause") and was found to have weight increased ("she gained 90 lbs in an eight-month period."). The patient was treated with surgery (hysterectomy,ovaries removed. And have my ovaries removed). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, ovarian cyst, device expulsion, abdominal pain lower, dental caries, metal poisoning, menopause and weight increased outcome was unknown and the dysmenorrhoea and ovulation pain had resolved. The reporter considered abdominal pain lower, dental caries, device dislocation, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menopause, metal poisoning, ovarian cyst, ovulation pain and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: this is deletion case. All data from this case has been transferred to retention case (B)(4).duplicate case is identified with fu information. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ('the other one protruded through my fallopian tubes'), device dislocation ('poking up against my colon'), embedded device ('one went into my uterus and fused into the wall.') And ovarian cyst ('getting cysts and had to go and have my ovaries removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), device expulsion ("both of her coils migrated. One went into her uterus and fused into the wall"), dysmenorrhoea ("having a lot of pain twice a month, during my period and ovulation"), ovulation pain ("having a lot of pain twice a month, during my period and ovulation"), abdominal pain lower ("cramping"), dental caries ("cavities"), metal poisoning ("metal poisoning") with furuncle and menopause ("full menopause") and was found to have weight increased ("she gained 90 lbs in an eight-month period."). The patient was treated with surgery (hysterectomy,ovaries removed. And have my ovaries removed). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, ovarian cyst, device expulsion, abdominal pain lower, dental caries, metal poisoning, menopause and weight increased outcome was unknown and the dysmenorrhoea and ovulation pain had resolved. The reporter considered abdominal pain lower, dental caries, device dislocation, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menopause, metal poisoning, ovarian cyst, ovulation pain and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.